Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the intraocular lens (iol) did not fold properly. It was very difficult to push down the chute of the cartridge. The surgeon tried to insert the iol into the eye, but it was stuck in the temporal k wound. Consequently, the surgeon removed the iol and proceeded to implant a backup lens during the initial procedure. According to the additional information provided, the incident occurred during surgery. The intraocular lens (iol) became stuck halfway through the temporal clear corneal incision and was subsequently removed. The surgeon reported that the cause of the event remains unknown. There was no patient harm.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is folded over on top of the anterior surface. One side of the optic is pressed down into the well of the lens case. A scrape mark and crack is observed on the posterior surface of the optic near the edge. The lens was cleaned with klrp for further evaluation. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file indicates the use of a qualified cartridge and viscoelastic. Information regarding the specific handpiece that was used was not provided. It is unknown if a qualified combination was used. The product investigation could not identify a root cause for the reported complaint. We are unable to verify there was a folding issue and delivery issue when used. It is unknown if a qualified combination of associated products were used. Company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company lens IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).